Manufacturer narrative:
(B)(4). No related complaint with the return of the device. Failure observed during analysis. Analysis found an external insulation abrasion exposing the outer coil. Abrasions are consistent with constant friction with another device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.